Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-may-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 31-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient was having ins replaced today and prior to replacement, all connections were fine. Upon trying to remove one of the leads from the existing ins, it was somewhat stuck in the port but they were able to get it out. Once new ins was implanted, the first lead went into the top port of the header block without issue, but the second lead wouldn't go all the way into the port and they were seeing random contacts as not connected using connectivity check. Caller stated they switched the lead from the top port into the bottom port and again, it was inserted into the port without issue. The problematic lead was tested in a wens and everything looked good but caller stated the lead appeared to have a tiny bend in it and was swollen - like it was very tight in the port. Technical services (tss) suggested twisting and advancing the lead, at the same time, to see if it would go all the way into the port. Hcp noted they were able to get the lead further into the port but the last contact wouldn't advance. Eventually, hcp was able to insert the lead fully into the port and tighten the setscrew however, the check connectivity was still showing 2 contacts as out. The issue was not resolved through troubleshooting. Caller didn't require further assistance and they were going to proceed since everything was connected, they just had 2 contacts showing as out on connectivity check. On 2024-jul-01 additional information was received from the rep. The rep reported that when the patient was interrogated during post-op, the contacts that were out prior were no longer out. They had resolved on their own and the connections and impedances were all good. It is suspected that there might have been a little bit of fluid in the battery or extra fluid on the lead. The actions that were performed during surgery were the following: physician took wet 4x4 and wiped off lead followed by a dry 4x4 wiping the lead off. However, after time the lead/connection/impedances resolved themselves, and the issue is resolved. The serial number of the lead was not provided.